Manufacturer narrative:
Five photos were taken by the customer. One photo confirms the separation, one photo confirms the location of the separation on the set, one photo is of the lot number and pr 13476298 captures the leakage at the pump segment outlet. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root causes are the solvent dispenser not working properly, the bonding method was not performed correctly or the sustaining fixture had an incorrect dimension. As a action, the bushing used in the solvent operation was replaced. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the tubing disconnected at the y-site.